Event description:
Reported by physician as: "pain in left upper chest wall quadrant and 'white spots' present during laparoscopic view." Follow-up with the physician indicated a laparoscopic tubing relocation and treatment with medications. Further consultation and surgical procedure pending at this time.

Manufacturer narrative:
Taper unknown. Medwatch sent to FDA on: 20/feb/09. The product associated with this report was not explanted and therefore not returned to allergan for analysis. The reporter of the complaint was asked to indicate the product serial number and the implant date. This information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Device labeling addresses the reporter event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, -chest pain, -incision pain, -and port site pain."